Event description:
Device 1 of 2. Reference MFR report 1627487-2014-08500. It was reported the patient was experiencing intermittent and ineffective stimulation from her scs system. An sjm representative met with the patient for a system diagnostic and confirmed invalid impedance readings on all lead contacts. X-rays taken identified kinks were present in both leads at the anchor site. Additional information received identified the patient's scs leads were explanted and replaced during surgery on (B)(6) 2014. Effective stimulation was reportedly restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.